Manufacturer narrative:
The received device for evaluation with the cannula assembly fully deployed. No damage or deficiencies were observed that would contribute to the soft cannula dislodging. A root cause for the reported dislodged cannula could not be determined. Inspection of the device found no damage or defects noted to the formed needle, soft cannula, or bottom housing that would contribute to skin condition irritation or swelling at the infusion site. The exact cause of the reported skin condition irritation or swelling could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 16.0 mmol/l (288 mg/dl) while wearing the pod between 1 and 4 hours. While wearing the pod it was found that the pod's cannula had dislodged from the infusion site (arm). It was also reported that the patient had a painful pod site, "tender lump consistent with lipohypertrophy and minor weeping at the insertion site. As treatment, a new pod was applied.